Event description:
It was reported that during a treatment procedure to implant a greenfield vena cava filter, the filter legs did not fully expand following deployment. The pt was diagnosed with deep vein thrombosis, with an intermediate possibility of pulmonary embolism and markedly elevated inr (11). A percutaneous technique was used to place a guidewire in the vena cava via the right femoral vein. The device was deployed just below the l2 spinal process. The filter exited the sheath without difficulty but did not fully expand. A second filter was successfully placed superior to the initial filter using a jugular approach. No pt injuries or complications were reported.